Event description:
The customer contact reported the device delivered more medication than intended. The device was programmed to deliver tpn (total parenteral nutrition) with duration of 24 hours. No further programming parameters were provided. The customer contact indicated the delivery was completed approx 2 hours earlier than expected. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).